Event description:
Pt had right eye cataract extraction on (B)(6) 2017. During a f/u visit on (B)(6) 2017 there were no issues noted. During a f/u visit on (B)(6) 2017, pt was found to have endophthalmitis. She is still in treatment and has no light perception.